Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis corrected the following information. The instrument was found to have a broken grip cable at the yaw pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively; however, the type of damage is unknown. It is unknown if wire was exposed or if the cable was intact. It is unknown if there were signs of thermal damage at the site of insulation damage and arcing was not observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint could not be replicated nor confirmed during the failure analysis investigation, as the instrument did not have any broken conductor wire. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was found to have a frayed cable. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.